Event description:
It was reported that during a percutaneous transluminal angioplasty procedure there was a hole noted in the balloon catheter. The 99% stenosed lesion was located in a calcified and moderately tortuous in front of arm shunt vessel. The target lesion was located in vein side and central side of the shunt. The procedure was venous and retrograde approach. The physician advanced the f/g sterling otw 4.0 x 40/40 (4f) to the anastomotic region and removed a non bsc guide wire to perform angiography through the guide wire lumen of the sterling otw device. However, contrast medium did not flow out from the device. The physician thought the shaft became bent. Therefore, the physician moved the balloon catheter and injected contrast medium again. However, it was the same result. Next, the physician inserted the guide wire into the balloon catheter, but the wire penetrated the balloon catheter. These devices were removed from the patient without any issues. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: magnified inspection revealed a longitudinal tear in the balloon wall in the distal end of the balloon. A .018" guidewire was loaded into the distal tip and tracked through the wire lumen, the wire exited the wire lumen through a hole in the inner shaft in the location of the balloon tear. The diameter of the hole was slightly larger than the outer diameter (od) of the wire and may be consistent with perforation of the shaft wall with the end of a guidewire during clinical use or preparation for clinical use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure there was a hole noted in the balloon catheter. The 99% stenosed lesion was located in a calcified and moderately tortuous in front of arm shunt vessel. The target lesion was located in vein side and central side of the shunt. The procedure was venous and retrograde approach. The physician advanced the f/g sterling otw 4.0 x 40/40 (4f) to the anastomotic region and removed a non bsc guide wire to perform angiography through the guide wire lumen of the sterling otw device. However, contrast medium did not flow out from the device. The physician thought the shaft became bent. Therefore, the physician moved the balloon catheter and injected contrast medium again. However, it was the same result. Next, the physician inserted the guide wire into the balloon catheter, but the wire penetrated the balloon catheter. These devices were removed from the patient without any issues. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.